Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the piston rod of the infusion device was crooked, which caused the insulin cartridge to leak into the cartridge compartment of the infusion device.